Event description:
It was reported that an X-Smart Pro+ provided incorrect measurements. No information on the status of a patient was provided.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, is must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21CFR Part 803. Product return is requested, though has not been returned as of this report. Evaluation results will be submitted as they become available.